Event description:
(B)(4). I bled for 6 months afterwards and was in excruciating pain. Had to have an ablation. Developed an infection from that. I gained weight and was extremely exhausted. I was anxious and depressed. Very moody. Eventually had a hysterectomy after 3 years of pain. My stomach distends like I'm pregnant. My hair is falling out. I still have sharp abdominal pain.